Event description:
During a coil embolization of right lower quadrant pericolonic varix, a 10 mm x 25 cm interlock-35 detachable coil deployed in the catheter. It is a defective product, and was not used in the patient. Procedure was continued with new coils and a post-embolization venogram was performed which demonstrated complete occlusion of the varix.